Event description:
Patient presented to the physician with pain at the ipg site when laying on their right side after recent weight loss. Physician brought the patient into the or, cleaned up the pocket, observed a suture that was irritating the patient and removed it, and closed. This resolved the issue.